Manufacturer narrative:
(B)(4). H6: proposed code: mechanical (g04) - drill. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Attempts have been made to gather all product identification information and no further information has been provided. The reported event was confirmed through the provided photo. Visual examination of the provided photo identified the tip of the reamer is cracked. However, as product was not returned, further analysis could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the center post reamer tip fractured during usage. The case was completed without any adverse outcomes to the patient. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. It was reported that no further information is available.